Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process, the device got hot. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.